Manufacturer narrative:
Device was received with the operating currents within spec. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08835 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 447 mg/dl at the time of incident. Customer¿s other blood glucose levels were 300 mg/dl, 361 mg/dl, 307 mg/dl, 341 mg/dl, 447 mg/dl, 410 mg/dl, 435 mg/dl. The customer treated high blood glucose with bolus with insulin pump. Customer experienced symptoms such as kidney issue, shortness of breath, heart palpitations and dehydrating. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they were hospitalized due to kidney issue. Customer declined to continue insulin pump troubleshooting. The insulin pump will be returned for analysis.